Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: 1994-(B)(4), explanted: 1996-(B)(4), product type extension, product ID 3888-28, lot# n21812, implanted: 1994-(B)(6), explanted: 1996-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 1996, product type: extension. Product ID 3888-28, lot# n21812, implanted: (B)(6) 1994, explanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that he had an implantable neurostimulator but it came out of his back six different times. The patient stated they tried to anchor it but they shaved two spots in his back in the wrong spot.

Event description:
It was reported that the patient had a stimulator in the early 90¿s, 92 or 93 and the lead kept coming out. The lead came out 6 different times. It was noted that the first time the lead came out with was a little over a year after the patient had it. The patient had bent over and it came out. It was noted that they had tried to fix it 3 times with a regular lead. The healthcare professional had drilled 3 holes in the patient¿s back to anchor the lead but the holes were drilled too high. It was noted that when the patient was taken off the gurney they had heard the lead pop out. Patient thought the device was removed in 1996. It was noted that the patient had not had problems with his back until the healthcare professional drilled the 3 holes in his back to put in the lead. Additional information was requested but had not been received as of the date of this report.